Event description:
During a thoracentesis and after inserting the yueh centesis catheter, a hissing sound was heard. The physician checked the connections and determined that air was leaking from the area where the needle catheter connects to the needle hub. The physician repositioned the needle catheter and was able to complete the procedure.